Manufacturer narrative:
The instructions for use are provided to the healthcare and include the following: warnings do not use the zio® xt patch on patients with known allergic reaction to adhesives or hydrogels or family history of adhesive skin allergies. Precautions: patients with sensitive skin or known skin conditions should use the zio® xt patch with caution. If irritation such as redness, severe itching or allergic symptoms (i.e. Hives) develop, instruct patients to remove the zio® xt patch immediately.

Event description:
The patient presented to her healthcare provider with a probable contact dermatitis where topical treatment was applied.